Manufacturer narrative:
An event regarding patient factors involving an accolade rasp was reported. The event was confirmed as the rasp remained implanted. However, the rasp remained implanted as a consequence of the patient experiencing cardiac arrest and this was not the intent of the procedure. Method & results: product evaluation and results: visual inspection, functional inspection, dimensional inspection & material analysis were not performed as device was implanted. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records could not be performed as no lot details were provided complaint history review: complaint history review was not performed as the device lot number is unknown. Conclusion: the event is the result of off label use of the accolade rasp. The accolade system surgical protocol, lasst rev. 5 outlines all instrumentation that are to be used when implanting the accolade plus tmzf hip stem. Accolade ii instrumentation is not included in the scope of this protocol and the rasp is not intended to remain in the patient hence this is an off label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a primary left total hip procedure, patient went into cardiac arrest. At this time the company rep exited the operating room and waited outside of operating room. An hour later, the company rep was informed the surgery would not continue at this time and the #4 broach was left inside patient's femur. X-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During a primary left total hip procedure, patient went into cardiac arrest. At this time the company rep exited the operating room and waited outside of operating room. An hour later, the company rep was informed the surgery would not continue at this time and the #4 broach was left inside patient's femur. X-rays, medical records, and further information are not available due to hospital policy.